Manufacturer narrative:
This product is not expected for return and analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. The lead was tested in several positions at the apex of the right ventricle and high pacing thresholds greater than 5 v were observed each time. Lead impedances were noted to be within normal limits and stable. The lead was tested again using an alternate pacing system analyzer (psa) but measurements remained the same. The physician suspected a lead fracture and elected to extract the lead and implant an alternate achieving acceptable lead measurements implanting at the septal wall of the apex.